Event description:
It was reported that bd maxguard administration set with needleless y-site was damagedthe following information was received by the initial reporter with the following verbatim: tubing broke off from below the port when medications were injected. Anesthesiologist went to inject propofol through the line and the tubing was leaking and did not stay connected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the set was leaking from the port on material mx9433, lot 24029354. The set was visually examined, and the complaint was verified. Tubing was separated at the distal end of 4th smart site. Visual analysis under a microscope found insufficient solvent. The manufacturing site found the root cause for the leak to be related to the solvent application process. A quality alert was generated 6aug2024 to communicate and reinforce the correct solvent application method to personnel. Device history record review for model mx9433 lot number 24029354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.